Manufacturer narrative:
The device was received in the deployed state. The downloaded data showed a drive stall towards the end of priming in conjunction with a brief dip in pulse widths. This indicated that the talon hooks failed to detent the racthet gear during priming. The needle mechanism was manually reset and deployed with no issues during manual rotation of the ratchet gear. Since the pod was received deployed, failure to detent ratchet gear could not be confirmed as the root cause of the reported event. The exact cause of the hook talons failing to detent the ratchet gear could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn. As treatment, a new pod was placed immediately. No impact to the patient's glucose level was reported.